Event description:
Event description guidant received information that the pace/sense portion of this chronic implantable endocardial lead exhibited a gradual increase in impedances. Sensing and pacing thresholds remained normal. After three years of implant service, the impedance exceeded 2,000 ohms in both unipolar and bipolar modes, so the physician elected to cap the pace/sense portion of the lead. A separate guidant pace/sense lead was successfully implanted, although final impedances for this new lead were noted to be on the high side of the acceptable range.